Event description:
This product was identified during an incoming inspection from our distributor in (B)(4); who found what was described as, "package defect (the inner tray was broken, and slipped in the sealing area)". This product did not reach the end user, and there was no patient involvement.

Manufacturer narrative:
An evaluation of the returned product confirmed the reported problem and found a piece of the inner tray caught in the seal area. Leak testing revealed a breach in sterility compromising the product. Investigation results: a review of the DHR shows a lot of (B)(4) pieces manufactured on 1/12/2012 with no noted discrepancies. The entire lot was distributed to the same customer and an inspection found no additional units exhibiting this failure. In addition, a review of the packaging process showed no indication of issues with equipment or the operators. Furthermore, free stock of the clamshells, p25-041-000 was randomly inspected and all were found durable with no signs of cracking, (i.e. No defects/malfunctions were detected). (B)(4). A review of ncr data also shows no evidence of clamshell breakage or sterility issues associated with this product. The root cause of this failure is attributed to a manufacturing anomaly with the clamshell/inner tray and is a supplier component. This appears to be an isolated incident. At this time, conmed linvatec plans to review this issue with the manufacturing operators for awareness and continue to monitor this type of failure through the complaint system.